Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the helix on the right ventricular (rv) lead would not extend. The physician tried a new lead and was unable to position it in the target location. The leads were replaced and were not implanted. No patient complications have been reported as a result of this event.